Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. The customer has provided two x-rays of the product. From these, it could be verified that the implant has fractured at the collar, flared out around the restorative component. The alleged complaint is confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Event date not provided/unknown. Device brand name unknown. Device catalog number and lot number not provided/unknown. Device remains implanted.

Event description:
It was reported that an unknown implant fractured at site #30. The implant remains in the patient's mouth at this time. A cover screw was placed on the implant.